Manufacturer narrative:
An event of complete atrioventricular block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information available, the cause of the reported complete atrioventricular block could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as a temporary pacemaker was placed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of right branch bundle block. The length of the membranous septum was measured as 4mm. There was no calcification from the annulus to the subvalvular to left ventricular outflow tract (lvot). During the procedure, at the time of valve deployment, the patient went into a complete atrioventricular block (cavb). The valve was able to be implanted at a depth of 4mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). Post-implant, a tear at the access site was noted during the removal of the non-abbott introducer sheath. A surgical repair was performed to resolve the event. A temporary pacing wire was placed due to the persistent cavb. The patient was in a stable condition.